Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes and myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options including a recommendation to perform an x-ray. This device remains in service. No adverse patient effects were reported.